Event description:
Reported to MFR report # 2183959-2012-01167. It was reported that the pt had a perigee graft and another sling mesh product implanted on (B)(6) 2006. A revision surgery is planned for (B)(6) 2013 for recurrent distal cystocele, migration of the sling proximal toward the bladder neck, recurrent urinary incontinence and bulging of the bladder. Additional info received on (B)(6) 2013 indicated that "the banding affect of the perigee which is known potential complication is the main contributor to the revision." The plan is "to release the two proximal arms" of the graft, leaving the graft implanted. "The monarc is no longer working well, thus the sling revision. It will be removed." No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.